Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose level of 30 mg/dl and high blood glucose level of over 600 mg/dl. The customer was treated manually for low high blood glucose. Customer did not report symptoms related to low blood glucose or high blood glucose level. Troubleshooting was not performed for low and high blood glucose level. The insulin pump will not be returned for analysis.